Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that since about a year ago the patients current artificial urinary sphincter (aus) was not working. The physician believes it is contributed to sub cuff atrophy and a catheterization of the patient that was done after he experienced a seizure about a year ago. An aus replacement surgery was performed to address the problem. The physician said that there was nothing wrong with the implant, the cuff was the correct size for the patient and in the correct location when initially placed. The patient is expected to fully recover.